Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient had been experiencing more lower back pain. Caller met with patient today for reprogramming. However, when caller interrogated ins with tablet, they received message that ins had undergone a "reset" and ins "may lose data." When caller went into programming screen, group a was gone and only groups b, c and d remained. Caller confirmed with diary information that patient had used group a, 100% of the time. Caller was able to reprogram patient as needed and obtain coverage for their pain. Caller also stated that, twice, the patient had gone to bed and when they woke up, they noticed their amplitudes had changed, despite the external equipment not being near them. Caller didn't know if group a had had neurosense active. The troubleshooting steps that were taken on the call resolved the issue. Pt called back in and confirmed that they got the new communicator and handset and wanted assistance in setting them up. Pt confirmed communicator had steady green light. Agent had pt access app, pt scanned the qr code and handset confirmed paired to the communicator but when continued screen came back with no device found. Agent had the pt reset their bluetooth in the handset, restarted the handset, and reset the communicator. Pt accessed app but still got no device. Pt confirmed that the blue and green lights were on during the connecting process. Agent advised the pt to place the communicator over the implant and maintain its position during the pairing. Pt did so but still got no device. Agent had pt access the recharging application and turned on the wireless recharger to connect. Pt also had difficulties in getting connected but was able to confirmed connected excellent and implant was at 70%. Agent had pt stop the implant charging, closed the app and had the handset restart once again. Agent had pt access app to connect. Agent instructed pt to place the communicator over their implant. Pt then confirmed the setup screen and confirmed the implant serial number but still no device found. Agent told pt that during the entire pairing, the communicator needs to be over the implant. Pt did so then finally got connected. Pt mentioned they're using group d. After getting connected, pt commented and stated "they need to come up with a different charging system because my sister-in-law had one put in just a week before I did by another company and she has never ever had one ounce of trouble" "she doesn't have to go to this torture every time she turns it on" "if somebody asks me now how I like my stimulator, the stimulator works fine if I can get it working right but the external device, no. It is absolute garbage."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.